Manufacturer narrative:
(B)(4). Evaluation: returned were a guide wire and a catheter. No dilator was returned. The guide wire was kinked at 1.5 and 5 cm from the j-tip. The coils were expanded at the distal end of the guide wire. The guide wire was unraveled at the proximal end. The core wire separated adjacent to the weld at the proximal end. The proximal weld appears full and remains attached to the unbroken coil wire. A manual tug test confirmed that the distal weld is intact. The core wire was measured and no pieces appear to be missing. The od of the guide wire was measured and met specification. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed on the guide wire and the dilator with no relevant findings. The reported complaint of guide wire unraveling was confirmed through visual inspection of the returned sample. No mfg defects were found during this investigation. Arrow guide wires are designed and manufactured to withstand a tensile force that exceeds the minimum force specified by the iso standard for this size wire. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated guide wire complaints. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.

Event description:
It was reported that in radiology, the swg effortlessly kinked when the md attempted to pass it through the dilator. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt as a result of this occurrence.